Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for distorted scale markings with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd preset¿ arterial blood collection syringe had smeared/smudged scale marking on the device where volumetrics are not readable. The following information was provided by the initial reporter: ¿printing volume scale is not symmetrical.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd preset¿ arterial blood collection syringe had smeared/smudged scale marking on the device where volumetric's are not readable. The following information was provided by the initial reporter: ¿printing volume scale is not symmetrical.¿